Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple ventricular tachycardia (vt) episodes with most of these treated with anti-tac hycardia pacing. Therapy was withheld on some episodes because they were classified as supra ventricular tachycardia (svt) episodes via wavelet. Patient later presented to the emergency department where they were admitted for syncope. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.